Event description:
The hospital reported the "coiling suture" on the hs iii proximal seal sytem 3.8mm was loose and not together. A replacement device was used to complete the procedure. The device is being returned. No patient effects reported.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).